Manufacturer narrative:
A CAPA was previously initiated by koru medical to investigate syringe ejection malfunctions. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Koru medical became aware of mw5146366 received through the FDA medwatch program stating "spontaneous report. Pt reports that when she puts syringe into pump, it pops out and will not stay in place. Pt was able to complete last infusion by manual administration, but needs a new pump for her next infusion on (B)(6) 2023. Pt. Experienced no clinical issues/concerns due to malfunctioned pump. Pump is available for investigation. No additional information provided. Serial number not provided. Reported to (B)(6) by pt/caregiver." Good faith efforts were sent to the initial reporter on 20-oct-2023 and 26-oct-2023. For additional information. A response was received providing patient information and the serial number of the pump involved. The device involved in the event was dispensed to the patient on (B)(6) 2022 and returned to the pharmacy by the patient on 29-sep-2023. The pump listed in this report has not been received by koru for evaluation. Koru medical is currently investigating this event. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.